Manufacturer narrative:
No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause of the event was determined to be a defective teslasyp board. In consequence (correction) the teslasyp board has been replaced. There was no patient or user harm reported.

Event description:
The following was reported to hamilton medical ag: the device's teslaspy indicator module alarmed. No logfiles were provided to hamilton. This malfunction did not occurred during ventilation. The alarms were observable both visually and through hearing. The teslaspy led red x lighted up. This malfunction was reproducible. There is no patient involvement reported. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: the device's teslaspy indicator module alarmed. No logfiles were provided to hamilton. This malfunction did not occurred during ventilation. The alarms were observable both visually and through hearing. The teslaspy led red x lighted up. This malfunction was reproducible. There is no patient involvement reported. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - investigation outcome: no further investigation or correction will be performed except those mentioned below. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause of the event was determined to be a defective teslasyp board. In consequence (correction) the teslasyp board has been replaced. There was no patient or user harm reported. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: - the device's teslaspy indicator module alarmed. No logfiles were provided to hamilton. - this malfunction did not occurred during ventilation. - the alarms were observable both visually and through hearing. The teslaspy led red x lighted up. - this malfunction was reproducible. - there is no patient involvement reported. - there was no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.